Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual inspection of the returned product confirmed the implant fractured at the lag screw hole. Fracture analysis noted the nail experienced a fatigue fracture initiating on the lateral side of the lag screw hole as evident by the presence of progression marks and other artifact features on the fracture surfaces. Xrf analysis confirmed the im nail material to be conforming. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information received

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further actions is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant devices - affixus lag screw catalog #: 814510105 lot #: ni. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that the patient underwent a subtrochanteric nail fixation revision due to the nail fracturing within two months post-operatively.